Manufacturer narrative:
Per the clinic, the patient experienced painful tissue mass and an infection at the implant site exposing the receiver/stimulator (date not reported). Subsequently, the patient underwent a revision surgery on (B)(6) 2024. However, the issue could not be resolved. The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the device was explanted due to unspecified reasons (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.